Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving morphine with an unknown dose and concentration via an implantable pump for non-malignant pain. It was reported on (B)(6) 2018 the patient experienced rib pain due to the location of the intrathecal pump. It was noted that the pump was repositioned on (B)(6) 2018. The outcome of the event was noted as ongoing. The clinical diagnosis was rib pain. The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was not related. The event date was (B)(6) 2012. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via clinical study indicated the patient's weight was not measured. The event date was updated to (B)(6) 2012. It was noted that the location of the pump caused pain. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study indicated the outcome of the event resolved without sequelae on (B)(6) 2019. No further complications were reported/anticipated.